Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an intracranial stenosis, an unspecified stent became impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, 31007911), it could not pass through. The physician encountered significant resistance, then removed microcatheter and stent from the patient¿s body and switched to a new microcatheter to complete the surgery. The distal end of the microcatheter was found to be kinked/bent. The stent was not replaced. The patient is currently stable. Additional information received indicated that the stent used was an EU 4.5x37mm stent 12 mm dw tip (enc453712, lot unknown). The target vessel/site being treated was the left internal carotid artery c1-c3. They were not able to torque the device. There was no evidence of physical material within the device. Other devices were used successfully with the microcatheter prior to the encountered resistance. There was no difficulty removing the device from the patient. There were no procedural delays due to the event. The patient was suffered from severe stenosis, and performed the surgery due to dizziness and headache symptoms, cta showed severe stenosis of internal carotid artery c1-c3, dsa showed severe stenosis long lesions, about 6-7 cm lesion length.

Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during an intracranial stenosis, an unspecified stent became impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, 31007911), it could not pass through. The physician encountered significant resistance, then removed microcatheter and stent from the patient¿s body and switched to a new microcatheter to complete the surgery. The distal end of the microcatheter was found to be kinked/bent. The stent was not replaced. The patient is currently stable. Additional information received indicated that the stent used was an EU 4.5x37mm stent 12 mm dw tip (enc453712, lot unknown). The target vessel/site being treated was the left internal carotid artery c1-c3. They were not able to torque the device. There was no evidence of physical material within the device. Other devices were used successfully with the microcatheter prior to the encountered resistance. There was no difficulty removing the device from the patient. There were no procedural delays due to the event. The patient was suffered from severe stenosis, and performed the surgery due to dizziness and headache symptoms, cta showed severe stenosis of internal carotid artery c1-c3, dsa showed severe stenosis long lesions, about 6-7 cm lesion length. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and residues of dried blood were observed on the luer hub of the microcatheter. One (1) bent condition was observed at the distal end of the device. Also, one (1) kinked condition was observed at 24.7 cm from the distal end of the device. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed using a lab sample syringe and resistance was felt. No water was observed from the distal end of the device. A 0.018-inch (0.04572 cm) guidewire lab sample was introduced and advanced. An obstruction was felt at 37.5 cm from the proximal end of the device. A dissection was performed at that length, and residues of dried blood were observed. The issue reported regarding the microcatheter being obstructed was confirmed based on the residues found. These residues suggest that an adequate flush was not maintained, resulting in resistance that could have led to damage to the body and distal end of the microcatheter during the attempts to deliver the stent through it. According to the risk documentation, continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution and warning: ¿ when ready to infuse, withdraw the guidewire completely from the catheter. Connect a syringe containing infusate to the microcatheter hub and infuse according to the manufacturer¿s instructions and precautions. ¿ warning: if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Determine and remedy the cause of blockage or replace the blocked catheter with a new catheter before resuming infusion. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.